Manufacturer narrative:
The pump was received with partial display due to open zebra connector at lcd board. The pump was unable to perform displacement test due to partial display. There was no blank display anomalies noted. The pump was received with corroded battery tube. The pump was received with cracked case at the display window corners. The pump was received with minor scratches on the lcd window.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the pump had blank display and missing segments. The customer's blood glucose level at the time of incident was unknown. Troubleshoot as conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.